Manufacturer narrative:
Explant of an aortic bioprosthetic valve after an implant duration of approximately twelve years due to insufficiency. Despite attempts by edwards to obtain additional event/patient details, no additional information has been provided and the device was not returned for evaluation. Therefore, the root cause and mechanism leading to this event cannot be identified or evaluated. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was learned that a transcatheter aortic valve was implanted inside of the subject valve (valve-in-valve procedure) after an implant duration of approximately twelve (12) years, due to aortic insufficiency grade 3. No additional details were provided.